Event description:
It was reported that the ilet user experienced hyperglycemia for approximately 13 hours, with a fingerstick blood glucose of 400 mg/dl after reconnecting following a multiple daily injection of 6 units. The agent advised changing all infusion supplies, and the user elected to wait and then disconnect and use subcutaneous insulin by pen if glucose did not trend down, with education provided to wait two hours after the last injection before reconnecting. Symptoms included hyperglycemia, sleepiness, nausea, and a burning sensation in the chest. Outcomes included need for troubleshooting and user education without escalation to emergency care. Investigation included user counseling on supply replacement, site/set troubleshooting, and transition guidance between pump therapy and injections. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential contributory factors such as infusion site or set issues not verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.